Event description:
It was reported that the user experienced hyperglycemia with blood glucose values above 300 mg/dl, and review of device data indicated insulin delivery had stopped for approximately six hours while only high glucose and sensor reconnecting alerts were observed on the associated continuous glucose monitoring system. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery to a reported glucose of 159 mg/dl at the time of the call. Investigation included review of outcome reports and device data as well as troubleshooting and education addressing high glucose and cgm signal loss. Investigation of this case revealed insulin delivery cessation concurrent with cgm signal loss and high glucose alerts on an ilet system, with the cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.